Manufacturer narrative:
Product event summary (B)(4) : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk biv ICD, implanted: (B)(6) 2010; 383059 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had pocket stimulation with daily activities. During a system modification, it was noticed that the left ventricular (lv) lead was causing the pocket stimulation due to insulation damage. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event. The patient is part of the starfix extraction study.